Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Stent dislodgement prior to use may be attributed to several factors including, but not limited to, improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during preparation, forced sheath removal, handling of the stent during preparation, and interaction with accessory devices. The product risk assessment identifies this as a foreseeable event; as such, design and manufacturing controls and mitigations have been established for potential causes. In this case, it may be possible that inadvertent mishandling during unpacking, preparation of the device or sheath/stylet removal contributed to the reported stent dislodgement; however, this cannot be confirmed. It was reported that during preparation of a 3.50x33mm xience alpine drug-eluting stent, the xience alpine stent was observed to be dislodged from the shaft and was located in the protective sheath. The xience alpine stent was prepared before removal of the protective sheath. It should be noted that the xience alpine everolimus eluting coronary stent system (eecss) instructions for use (IFU) states: removal of the mandrel and protective sheath to be performed prior to step 13.3.3 delivery system preparation with contrast. It is unknown if the IFU deviation directly caused or contributed to the reported event;. Based on the information provided, a definitive cause for the reported issue could not be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: medical device problem code 2017 - incorrect prep.

Event description:
It was reported that during preparation of a 3.50x33mm xience alpine drug-eluting stent, the xience alpine stent was observed to be dislodged from the shaft and was located in the protective sheath. The xience alpine stent was prepared before removal of the protective sheath. A new unspecified stent was used to complete the procedure. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.